Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and confirmed to be at the optimal operating voltage. The fluoroscopy functions pcb and generator interface pcb nodes were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.